Manufacturer narrative:
The customer did not provide evaluation data.

Event description:
The international customer reported the backup battery is not charging. The customer reported patient involvement with no harm to the patient.